Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed cs 128 and cs 177 call service alarms due to normal battery wear; no evidence of short battery life was found. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. No damage was found to the battery cap, and the cap secured properly to the pump. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress or intermittent conditions was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).